Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the customer did not hear the alarm due to the pump volume being set too low. Blood glucose (bg) level was 519 mg/dl due to not hearing the alarm as the customer was asleep at the time of the alarm. Manual injections were used to correct. Tandem technical support guided the customer through adjusting the pump volume on the pump.